Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. There is no leak in the cartridge compartment. The reviewed history showed that all programmed boluses were delivered as intended.

Event description:
Reporter stated there was an insulin leak in the system, and the infusion device has had a "sweaty appearance" for the past 2 months. She experienced hyperglycemia as a result but did not require treatment from a healthcare professional or second party to address the issue. The alleged products were requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.